Manufacturer narrative:
H6: investigation summary no samples of mat# 10013902 received by customer for investigation. Photos are provided for verification and confirmed the issue. It was reported by customer that the rn went to prime infusion tubing with filter. When she removed the tubing from the package, the cap disconnected. No drug in line at this time. New filter obtained and line successfully primed and attached to patient. No other disruptions. This is the third cap failure on IV tubing with filter at this infusion center. Photo evaluation of the extension sets shows that the extension set tube separated from the female luer. As actual sample is not available so further analysis under the microscope is not done. Quality notification send to manufacturer. A device history record review for model 10013902 lot number 23029173 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. After investigation, the potential root cause of separation between the tubing/sleeve and smartsite could be related to lack of solvent at the engagement due to an incorrect solvent dispenser set up.

Event description:
It was reported that bd alaris smartsite low sorbing set tubing came apart from the cap when it was removed from the package. The following information was provided by the initial reporter: rn went to prime infusion tubing with filter. When she removed the tubing from the package, the cap disconnected. No drug in line at this time. New filter obtained and line successfully primed and attached to patient. No other disruptions.

Event description:
It was reported that bd alaris smartsite low sorbing set tubing came apart from the cap when it was removed from the package. The following information was provided by the initial reporter: rn went to prime infusion tubing with filter. When she removed the tubing from the package, the cap disconnected. No drug in line at this time. New filter obtained and line successfully primed and attached to patient. No other disruptions.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.